Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain alarm 101 alarm. The alarm occurred in the therapy initiated on (B)(6) 2013 at 09:05:06 during night drain cycle one. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. No additional information is available.